Event description:
The treating surgeon reported that when reaming the cortical layer over the in-situ k-wire, it jammed and advanced into in the small pelvis. Later, intra-abdominal hemorrhaging occurred. The pt died.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.